Event description:
It was reported that a spinal cord stimulation (scs) patient was admitted to the hospital for evaluation following a stroke. It is unknown whether the stroke was related to the device, stimulation, or any other cause. Further information has not been provided.

Manufacturer narrative:
Block d.2b; additional applicable product codes: pjs, lgw.